Event description:
It was reported that the system left, (live), monitor was not working. This will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced a monitor cable. The system operates is intended.